Manufacturer narrative:
Outcomes attributed to ae was updated.

Manufacturer narrative:
(B)(4)

Event description:
Alere technical support notified roche diagnostics that a customer alleged he received incorrect results from his meter. Alere stated the meter was a coaguchek xs meter. The serial number of the meter was not provided. The customer went to the hospital in (B)(6) 2015 due to groin pains. The specific date could not be provided. Two days later, the customer went back to the hospital due to a bleeding incident. The result from the meter during that time frame was approximately 2.5 inr. The specific result and date the result was obtained was unclear. The customer later returned to the hospital due to dizziness and his result at the hospital was 9.0 inr. The method used by the hospital was not known. The time frame between the meter result and hospital result was not provided. The lot number and expiration date of the strips used by the customer was not provided. Therefore, no further investigation of the strip lot is possible. The customer returned the meter to alere who confirmed they destroyed the meter on (B)(6) 2015. Therefore, no further investigation of the meter is possible. The customer refused to provide any further information regarding the event.

Manufacturer narrative:
No product was received for further investigation and no information was provided that would point to a cause for the result discrepancy or the error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.